Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume multirate infusor leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured september 28, 2015- september 29, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and revealed a leak at the solvent-bonded area of the tubing and stress-member. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.